Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that imaging catheter removal difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex (lcx) artery. An opticross¿ 6 imaging catheter was selected for use. After first pullback was performed, the physician opted to remove the opticross¿ 6. At first, the introducer was inserted onwards then the sheath was pulled. However, upon removal of the opticross¿ 6, resistance was felt. Nevertheless, the opticross¿ 6 was removed immediately. The physician then inserted the opticross¿ 6 for second time. But when pullback was tried, the opticross¿ 6 was unable to do so. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that imaging catheter removal difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex (lcx) artery. An opticross 6 imaging catheter was selected for use. After first pullback was performed, the physician opted to remove the opticross 6. At first, the introducer was inserted onwards then the sheath was pulled. However, upon removal of the opticross 6, resistance was felt. Nevertheless, the opticross 6 was removed immediately. The physician then inserted the opticross 6 for second time. But when pullback was tried, the opticross 6 was unable to do so. The procedure was completed with a non-bsc device. No patient complications were reported.